Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 10/02/2015 for investigation. Investigation results as follows: visual inspection of the returned platform was performed and found encoder cover was slightly bent and open near the bottom handle. This physical damage is unrelated to the reported complaint. No other issues observed. A review of the platform's archive data was performed and found multiple instances of user advisory (ua) 41(patient temperature sensor failure) as reported. The ua was observed only on (B)(6) 2015. The reported ua 41 did not display during the functional testing. The unit was able to perform compressions without issue. In summary, the reported problem of user advisory 41 (patient temperature sensor failure) was observed in the archive but could not be replicated. The power distribution board connections and temperature connector were inspected and reseated to reduce the probability of reoccurrence of this issue.

Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Device not yet received for evaluation.

Event description:
It was reported that the autopulse platform displayed a user advisory (ua) 41 (patient temperature sensor failure) message. There was no report of any patient involvement. No further information was provided.